Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and re-imaged the hard drive (reformatted and reloaded software). The system operates as intended.